Event description:
It was reported that the device received error code 260.4130/ recall affected. "Please check for any needed recall updates." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2822-2020 for dim u4 display segments. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 260.4130 occurs because of pressure sensor connection issue and replaced corroded bezel, corroded rear case, corroded left/right iui and dim u4 on display board. Device not affect by lvp post bezel recall. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the pressure sensor (error code 260.4130). A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 28sep2005 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 260.4130/ recall affected. "Please check for any needed recall updates." No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received error code 260.4130/ recall affected. "Please check for any needed recall updates." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. An additional supplemental will be submitted once the evaluation is completed.